Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was 300 mg/dl at the time of the event and the infusion set had been used for less than three hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.